Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2 and conclusions in h11 were updated. Section h6 codes were added: component code, type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the device was provided and revealed that the esheath liner was punctured with the associated crimped valve and commander delivery system exiting the puncture. Imagery of the patient anatomy was provided and revealed tortuosity in the patient's access vessels. The complaint for resistance was confirmed based on provided device imagery. Available information suggests that patient factors (tortuosity) likely contributed to the event. The complaint for the punctured liner was confirmed based on the device imagery. Available information suggests that patient factors (tortuosity) and procedural factors (high push force) likely contributed to the event. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft kinks or punctures. When combined with non-coaxial advancement trajectories (rendered through anatomical complexities such as tortuosity), these forces can further exacerbate damage to the sheath shaft and liner, particularly when interacting with crimped valve struts. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, during a right transfemoral transcatheter aortic valve replacement procedure with a 29 mm sapien 3 ultra resilia (s3ur) valve, the commander delivery system (ds) got stuck in the 16f esheath+ (esp) and could not be advanced. There was no difficulty inserting the esp into the patient. However, difficulty was encountered while advancing the delivery system through the esp in the fully expandable portion of the sheath shaft. The reporter described that the s3ur got stuck in the esp and started to bend on itself. It was noted that there seemed to be tension on the delivery system. The ds and valve did not exit the tip of the sheath. Tension was taken off the ds, and the esp and ds were removed together as one unit. There was no reported withdrawal difficulty during removal. Upon removal, the esp was found to be split with the ds sticking out. A new esp, valve, and ds were prepared, and the procedure continued. The valve was successfully implanted, and the patient was reported to be alive and in stable condition at the end of the procedure, with no central leak observed. No patient injury was reported.

Manufacturer narrative:
Investigation is ongoing.